Event description:
It was reported that during a sleeve gastrectomy procedure, a partial fire occurred while stapling the stomach, and the case was converted to a laparoscopic procedure. The firing stopped at approximately 30% on the first fire using a sureform 60 stapler instrument with a blue reload accessory and an error message was observed stating, tissue too thick. The surgeon unclamped the stapler and observed that there were some unformed staples and the reload had an exposed blade. The surgeon had to remove the few staples that were achieved. However, there were no staples missing from the staple line or holes/gaps observed within the staple line. The surgeon did not encounter any obstructions (e.g., clips, staples, etc.), did not fire over an existing staple line, and buttress material was not used. There was no bleeding as a result of the stapler issue or unplanned tissue removal. The procedure was converted to laparoscopic, as the surgeon decided to use a third-party laparoscopic stapler. The conversion did not require additional ports or increasing port sizes. The patient tolerated the conversion. The procedure was completed laparoscopically and there were no post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or the blue reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Advance stapler log review showed the sureform, 60 stapler instrument was installed on the system 3 times and fired 3 blue reloads. On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On install 3, the first clamp was successful, but was followed by a firing failure. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.